Event description:
Pt had a hiatal hernia repaired with a biodesign graft (at this time, specific graft is unknown). At some point after the repair, the pt had symptoms (specific details not available at this time) of a suspected stomach ulcer and underwent a gastroscopy. During the gastroscopy, dr. (B)(6) reported noticing the graft was beginning to penetrate into the pt's esophagus. Dr. (B)(6) temporarily stopped the penetration (details not available at this time) and at least some portion or all of the graft remained in the pt. The pt was reported as having no symptoms of the alleged graft penetration into the esophagus. The device remained inside the pt.

Manufacturer narrative:
Device was not returned for evaluation. Attempts in process at gathering additional details surrounding each reported outcome and to identify specific product used. Investigation into this report is ongoing. A follow-up report will be provided when information is available (we expect within 8-12 weeks) with further details as to the findings of this investigation including specific device used if possible.